Event description:
A patient reports undergoing cataract surgery with implantation of the crystalens in the right eye. Immediately postoperatively, the patient reports experiencing halos, blurry vision, and pain. The patient's symptoms were rated as severe. Additional information was provided by the 2nd opinion physician, who reports that the patient's current bcva is 20/25+2 with mrse of -0.75 + 0.75 x 025. Preoperative mrse & bcva not provided for comparison. The referring physician has recommended lens exchange to address the dysphotopsia.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.